Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: cordis britetip 6 french; stent: 3.0x18 xience xpedition. Inflating above rated burst pressure. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU), in the warning section states that the balloon pressure should not exceed the rated burst pressure (rbp). It is unknown if the reported IFU deviation directly caused or contributed to the reported complaint.

Event description:
It was reported that the 3.25x15 nc trek was used to post dilate a 3.0x18 xience xpedition in the mildly tortuous and mildly calcified target lesion in the left anterior descending coronary artery (lad) and inflated to 20 atms without issue through the radial access site. It was then noted that there was possibly a plaque shift at the bifurcation with the first diagonal artery. A 2.25x12 nc trek was inserted with the 3.25x15 nc trek for a kissing balloon technique to treat the bifurcation. There was resistance advancing the two balloons in the non-abbott 6 french guiding catheter, but this may have been due to the 3.25x15 nc trek already being previously inflated earlier in the case. The plaque shift was treated and this was confirmed with intra vascular ultra sound. There was no resistance removing the 3.25x15 nc trek from the anatomy; however, the shaft of the nc trek separated after removal from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.